Event description:
It was reported that tandem mobi pump issued cartridge alarms during the cartridge loading process, including confirmed cartridge alarm 30, and caller noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy. Cts to replace pump.